Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up test data, acquired between 27-mar-2019 and 25-may-2021 showed an atrial pacing impedance below 200ohms on the 25-nov-2020. No iegms were available for evaluation of the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported approximately 87 months after the implantation, that oversensing in the atrial channel was detected. The lead remains in the patient.